Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device discarded

Manufacturer narrative:
Based upon the clinical assessment, the reported rupture was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the clinical assessment, the root cause of the rupture could not be identified. But the following were identified possible contributors to the event: use of a coda balloon; use of the device in the absence of an abdominal aortic aneurysm; aortic and bi-iliac artery stenosis; inadequate access vessel diameters of less than 6.5 mm; circumferential, severely calcified distal aorta, bifurcation and bilateral iliacs, as well as the tortuous right iliac artery; and patient peripheral vascular disease.

Event description:
It was reported that during an initial implant procedure of a bifurcated device and a suprarenal aortic extension, the aorta was ruptured. Specifically the physician was using a coda balloon and the aorta was ruptured through the bifurcated device. The physician attempted to address the rupture by implanting a suprarenal aortic extension. However the rupture was above the renals and the patient was converted to an open repair. The devices were explanted and discarded at the hospital. The patient was in ICU post procedure and was reported to be doing ok.